Event description:
Contact reported a 2-level uniplate with three 13mm self-drilling screws were implanted approx 6 weeks ago. Patient returned with the top of the plate c4 pulled away from bone. All screws were locked to plate. Patient was revised and the device was discarded. As surgical intervention occurred an MDR shall be filed to document this event.

Manufacturer narrative:
No definitive conclusion can be made at this time. Review of x-ray shows that the screws may have been placed too superior in the vertebral bodies which might have compromised the holding strength of the screws.